Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced infection. A surgical procedure was performed to remove the malleable device and implant a new inflatable penile prosthesis (ipp). No further information was provided.